Event description:
The patient reported they had a return of symptoms. They stated they weren't able to empty their bladder and unable to go to the bathroom. It was noted this was a gradual change in therapy. There were no trauma or falls related to the reported event. The patient was able to use the programmer and verify stimulation was currently on. They were on program 1 at 3.1 and increased stimulation to 3.4 which was comfortable sitting, standing, and walking. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.